Event description:
The patient received an implant on (B)(6) 2011 of a bifurcated device and a 28 mm aortic extension. On the evening of (B)(6) 2011 the patient reportedly developed gastrointestinal bleeding. The following day a portion of the patient's colon was removed. It was reported the patient died on (B)(6) 2011 due to mesenteric ischemia.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.